Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic torn/bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic torn/bent. Dimensional and functional inspection found the lens to be within specification. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens was replaced with a longer length lens. Problem was not resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of the event was reported as unknown. See MFR. Report # 2023826-2024-03022 for replacement lens.

Manufacturer narrative:
Claim# (B)(4).